Event description:
Pt was injected with xeomin and radiesse to the glabella and "bottom of the front" on (B)(6) 2015. On (B)(6) 2015, the pt experienced moderate pain and inflammation at the injection sites. On (B)(6) 2015 and (B)(6) 2015, the pt also experienced flushing, swelling and purulent secretion at the injection sites. The pt was treated with an antibiotic and analgesic (names unk). The issues resolved on (B)(6) 2015 but a "stain" remained at the injection sites. The stain was declining. On (B)(6) 2015, the pt developed small multiple abscesses like pimples in the injected area. He manipulated these abscesses to extract content and the abscesses resolved. The stain remains. The DHR and lot review could not be conducted as the lot number was not reported.

Event description:
Follow up information was received. The events resolved completely.